Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "compressor failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed intermittently, however could not be duplicated. The device was put through extensive testing without duplicating the malfunction. It's important to mention that the device will prompt this message if the air intake is blocked in anyway but we were unable to firmly establish this was the cause. The device's smart pneumatic module board was replaced as a precaution and the device was recertified and returned to the customer. No trend is associated with reports of this type.